Manufacturer narrative:
The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were noted. On (B)(6) 2019 an onxane-19 sn (B)(6) was used in a case for a 26-year-old female in the aortic position. A second aortic on-x was reported to device tracking on (B)(6) 2024 as implanted in the same position, same patient: on (B)(6) 2024 onxane-23 sn (B)(6) (1638 days post-implant). Multiple attempts to receive additional information received no response. Review of manufacturing records show no processing issues with the original valve. The valve was not returned to the manufacturer for examination. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. Consequently, we do not have enough information to know what, if any, contribution the valve had to the decision to replace it. The instructions for use for the on-x valve lists the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. The on-x heart valve risk file was reviewed and the reported event is addressed. There is not enough information to determine what, if any, contribution the on-x valve had to the decision for its removal. Adequate precautions are provided in the instructions for use. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
An implant registration card was received for a patient with an existing aortic implant, indicating the original implant, implanted on (B)(6) 2019 was explanted.